Event description:
During service of the ventilator, the manufacturers field service engineer (fse) reported an occurrence of a gas supplies lost: safety valve open alarm was observed in the ventilator log history. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The fse reported that oxygen was connected at the time of the reported problem. The customer reported the device was not in use; therefore, there was no patient involvement or harm. Upon advice of manufacturers product support, the fse replaced the digital pcb board to address the issue. Applicable final testing was performed per operating specifications.